Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The customer stated that the patient side manipulator (psm) 2 error "instrument not recognized remove and reinstall" message displayed. The customer tried to re-install the instruments & sterile adaptor, but the same issue persisted. After the procedure, the fse checked the psm2 recognized pin and the error status occurred because one of the four pins recognizing the instrument went inside of the hole and did not come out. Although the pin was coming out using a tool, the customer felt uncomfortable with this situation, so the fse replaced the psm2 as a proactive action and then there was no other issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the psm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed and replicated the reported failure instrument not recognized remove and reinstall message appears on psm2. The unit failed the normal mode on the system during sterile adapter installation and triggered 31010 advisory error. Visual inspection found the retention plate right and sterile adapter front pins were found sticky. The unit was also tested on pftp and passed servo test, sine cycle, friction test, smoothness test, check display module, clutch button check, preload sensor check, sa plunger/engagement check, instrument sensor/engage spline check, brake spec, brake repeatability, backlash test, and belt proof load test. As fix, the sterile adapter mount assembly will be replaced to address the reported problem. Additional findings unrelated to the reported problem was that the unit failed preload motor health check on pftp. As a fix, the preload motor will be replaced. The insertion shrouds covers will be replaced due to scratches on its surface. The main distal cover will be replaced due to scratches on its surface. The unit failed egress test preocuder in final test. As a fix, the io module, helical gear, gear key, magnet, and adapter magnet clamp will replaced.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an "instrument not recognized remove and reinstall" message displayed continuously on the patient side manipulator (psm) 2 after the customer removed the instrument. The customer reseated the sterile adapter with no change. The procedure would be continued with arm 1 and arm 3. There was no patient injury reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was inspected prior to use. The procedure had been in progress for an hour then arm 2 was not functional when exchanging the instrument. It was possible to continue the procedure with other arms, but the surgeon wanted to convert laparoscopic to complete the surgery. Full troubleshooting was completed. There was no other malfunction that caused or contributed to conversion aside from the issue with arm 2. It was unknown what caused or contributed to the reported event. There was no patient injury. The patient did not experience any post-operative complications following the surgical procedure. Video recording of the procedure was not available for isi review.